Event description:
Device issue: none. Adverse event: death. Onset of adverse event: during the procedure. It was reported that a non surgical candidate patient with a history of heart transplantation, underwent stenting of the severely diseased lm with one 3.5 x 28 xience v stent, the diffused diseased lad with one 3.0x18 xience v stent and the diffused diseased cx with a 3.0 x 18 & 3.0 x 15 xience v stent. The stenting results were "perfect" per the physician. The patient expired during the procedure related to the patient's extended cardiac history, and reportedly not due to the xience v stent placement or a device malfunction per the physician. There was no device information of part, lot or serial number provided, nor any additional information surrounding the death or specific cause. No additional information was provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 18 mm xience v (part 1009541-18, lot unk), 3.0 x 18 mm xience v (part 1009541-18, lot unk), and 3.0 x 15 mm xience v (part 1009541-15, lot unk), indicated are being filed under this same MFR#.